Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. However, the insulin pump had an unexpected alarm after battery installation pump error 68, pump error 49 and pump error 23. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the insulin pump was monitored and functioned properly. No pump error 48 was noted during our testing. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone that the insulin pump switches off randomly and alarmed pump error. The customer stated the insulin pump inserted a battery, after that it alarmed pump error 69, 48 and 23 and then it started to work again. The transmitter ID has to be re-entered each time the pump switches off.